Event description:
During use on pt. The ventilator started alarming. Nurse checked the unit and found that the ventilator was not ventilating pt, displaying "memory error" message. After nurse turned it off and on again, "loading" message was displayed for 32 seconds then "memory error" message was displayed and alarm went off again. The unit was plugged into ac power. No maintenance was been performed on this ventilator. The last service work (12/24/2005).

Manufacturer narrative:
Analysis: the ht50-h1 connected to 120vac and turned on. The window on the vent showed "loading..." Then "memory error" the problem was duplicated in f.I. Lab. The front panel was open and found u33 wasn't pushed all the pins into the socket (see attachments in ht50). The ic was removed then pushed back into the socket. The unit was turned on and problem still persisted. The unit was upgrade software to 1.066 version. The vent was turned on and it was working without any problem. Conclusion: the problem was duplicated in the f.I. Lab. Because u33 was not placed correctly into the socket. After pushed u33 into the socket and upgraded software the porblem was fixed. The unit will send to technical service to performed complete calibrations and o.v.p.